Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, on the literature review "mid-term results with the enhanced pressfit (epf) cup in osteoarthritis, chronic polyarthritis, and revision arthroplasty", following a tha index procedure in which a ep-fit plus and a sl-plus were implanted as the acetabular and femoral components respectively, one (1) patient experienced instability associated to the femoral component and required a revision surgery two (2) years postoperatively. Additional details regarding the clinical course of this patient were not provided within the publication. No further information is available.

Manufacturer narrative:
H3, h6: in the literature review "mid-term results with the enhanced pressfit (epf) cup in osteoarthritis, chronic polyarthritis, and revision arthroplasty" [1], following a total hip arthroplasty index procedure in which a ep-fit plus and a sl-plus were implanted as the acetabular and femoral components respectively, one (1) patient experienced instability associated to the femoral component and required a revision surgery two (2) years postoperatively. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of distribution. However, a review of current revision was conducted and the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Based on the performed investigations, a relationship between the reported device and the reported incident cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Should any additional clinical information be provided, this complaint will be re-evaluated. [1]: doets hc, olsthoorn pgm, schmotzer h. Mittelfristige ergebnisse mit der enhanced pressfit (epf) pfanne bei arthrose, chronischer polyarthritis und bei der revisionsarthroplastik. In: pressfit pfannen (ed.: effenberger h, zichner l, richolt j) mcu 2004; 137- 142. Internal complaint reference (B)(4).